Event description:
A consumer reported she experienced a swollen cornea and decreased vision following intraocular lens (iol) implant surgery. She stated, her surgeon inserted and removed two different intraocular lenses during the same procedure before a third lens was successfully implanted. She was told that the two lenses had been damaged during the insertion process. She believes her corneal edema was related to the trauma she experienced and to the extended length of the procedure. Add'l info was received from the facility who reported, they had used an unapproved viscoelastic product with the delivery system cartridge. It was also reported, the event resolved without treatment and the outcome for this pt is "good".

Manufacturer narrative:
The complaint samples were not returned by the reporting facility. Product history records could not be reviewed for the cartridges because the facility did not provide a lot number or any identification traceable to the mfg documentation. Product history records were reviewed for the two intraocular lenses, and all documents indicate the products met release criteria. Add'l info was provided which indicated approved cartridges and handpieces were used during the procedure. However, the nurse reported the viscoelastic that was used ocucoat; ocucoat is not approved for use with this device at this time. Add'l info was requested on 11/25/2009 and 11/30/2009 by phone, fax, and mail. A complete questionaire was received.